Event description:
The user reported the leg extension was getting stuck and difficult to remove. No patient or staff injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mechanical parts on leg extension were repaired. The system was found to be working as intended, and put back into service.